Manufacturer narrative:
A getinge field service engineer (fse) stated customer reports broken ground plug. Removed and replaced reel as required. Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ground plug is broken. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.